Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient sent a transmission remotely showing ventricular fibrillation episode. Post sensed undersensing was observed through review of the egm. Programming changes were performed.